Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced a ¿tense or expanded abdomen¿, severe abdominal pain and difficulty breathing during an unknown process step. It was unknown if the patient was connected to the homechoice pro device at the time of the events. It was reported the patient¿s fill volume was 2500ml. It was reported the patient did not drain. Renal therapy services (rts) assisted the patient to perform a manual drain with a volume of 2700ml. It was reported draining relieved the patient¿s symptoms. There was no report of medical intervention associated with this event. Rts advised the patient to call the healthcare professional immediately after the call. No additional information is available.